Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016, the patient underwent total left knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and unknown bone cement. On (B)(6) 2018, the patient underwent a left knee revision due to loosening of the tibial and femoral components, and pain. The surgeon reported the removal of the tibial and femoral components with osteotomes and a saw blade. He indicated they both had not gross motion bet came off with no bone damage. The patella was not revised. The patient was implanted with a competitor system and depuy bone cement x 1. There were no complications to the procedure. Doi: (B)(6) 2016; dor: (B)(6) 2018 (lt knee).